Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure after puncturing the femoral artery and introducing a dedicated guidewire, a rotarex 6f 135cm rotational catheter was advanced along the guidewire. The catheter became stuck approximately 20cm from the guidewire tip, with both the guidewire and catheter immobilized and unable to move. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided video contain information regarding catheter physical resistance. After review of the provided video physical resistance can be confirmed as in the video it is shown that the guidewire became stuck. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure after puncturing the femoral artery and introducing a dedicated guidewire, a rotarex 6f 135cm rotational catheter was advanced along the guidewire. The catheter became stuck approximately 20cm from the guidewire tip, with both the guidewire and catheter immobilized and unable to move. The procedure was completed using another device. There was no reported patient injury.